Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac vein. A 18-4/5.8/75 xxl balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was replaced with another 18-4/5.8/75 xxl balloon catheter but it also ruptured at 2 atmospheres for 5 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.